Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was noted that the unit had experienced a charge shock failure. There was no patient involvement.